Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the programmer was returned and analysis confirmed the customer comment that the programmer was extremely slow to boot up, and the link electronic module (lem) printed circuit board was replaced and calibrated. No other anomalies were found. Product ID 2090, serial # (B)(4). (B)(4).